Event description:
The following information is from brasseler USA (b-USA) to nakanishi, inc. (Nsk), regarding a device manufactured by nsk for b-USA. B-USA event summary: procedure filling on facial #20, #21 lower bicuspid, water was being supplied. Doctor noticed the handpiece heating first, patient upper lip burned; but there were no visible marks and no permanent damage. Nakanishi has requested additional information from b-USA regarding this event via written letter sent on (B)(4)2014. B-USA did not return handpiece to nsk for the manufacturer's evaluation.